Event description:
A pt suffered cardiac arrest following a cardiac cath procedure with ptca & stent. The pt was successfully resuscitated & permanent residual injury was noted per md assessment. The arrest appears to have occurred secondary to the accidental injection of an air bolus (via the left heart kit) resulting in an air embolus. Upon inspection, the contrast chamber of the left heart kit was noted to have a deep dent in the chamber. This dent appears to have impeded or prevented the blue diaphragm float in the chamber from its normal rise & fall movement. The diaphragm is intended to float down and seal when contrast level is low, thus preventing aspiration of air into the injected part of the kit, where the air may then accidentally be injected as a bolus that could result in an air embolus.